Manufacturer narrative:
(B)(4). Eval: results: gi bleed.

Event description:
A 2.5mm diameter x 12mm length and a 3.0mm diameter x 12mm length (ref MFR #2953200201002466) endeavor sprint rapid exchange (rx) drug eluting coronary stent were deployed in the distal and mid lad of a pt during index procedure. The pt had staged procedure approx 2 weeks later. A 3.0mm diameter x 18mm length (ref MFR #2953200201002467) and a 3.5mm diameter x 30mm length (ref MFR #2953200201002468) endeavor sprint rx stent were deployed in the distal and mid rca. At 6 months follow up the pt reported to have been hospitalized due to a gi bleeding event and had transfusion (date of event unk). The pt was on dual antiplatelet therapy at time of event. Investigator reported that the event was likely related to the antiplatelet therapy and not to the relevant stents. No other clinical sequelae were reported.